Event description:
Patient states tip on catheter was never closed up and there are no eyelets on the sides. The pt said it looks just like an open tube. The pt said it was uncomfortable when inserting but no blood was drawn when the catheter was removed. The pt doesn't know if any harm was done but the pt also said the pt didn't seek medical attention.